Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. According to the impedance trend, the values remained stable since implant, but then slightly decreased with jumpy and out of range measurements. Boston scientific technical services (ts) provided troubleshooting and reprogramming recommendations. No adverse patient effects were reported. The lead remains in service.